Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. A search of the complaints files found one other report (2021-00022) with the involved lot number. The investigation was based on the user facility information and pending testing & evaluation of actual device. This report is the initial report being submitted by vasorum. All available information has been placed on file in the customer complaint files of vasorum ltd for appropriate tracking, trending and follow-up.

Event description:
Primary stability not achieved, implant wasn't completely covered with bone, no thread tap used, local infection / subacute chronic osteitis, immediate implantation